Event description:
It was reported that when the devices were used during an unknown procedure, the staples were not forming correctly. A 3rd device was used to complete the case. There was no consequence to the patient. No devices were returned.